Event description:
A doctor's office alleged that an employee had experienced watery eyes, sneezing, and sinus discomfort for approximately two (2) months while using the caviwipes1 xl product for general cleaning.

Manufacturer narrative:
Although the office identified two (2) different lot numbers associated with the alleged reaction, the office could not verify which lot was used by the employee. The lot numbers involved in the alleged incident include 14-2260na and 14-1322na. The employee initially believed that she was fighting an illness, and sought further medical attention from a staff physician within the facility. The employee was given a steroid shot and azithromyacin for treatment of the symptoms. After approximately two (2) months of using the caviwipes1 xl product, the employee believed that the symptoms she had been experiencing were due to use of the caviwipes1 xl product. The employee discontinued use of the caviwipes1 xl product, and the symptoms subsided. To date, the employee has fully recovered and is doing fine. The product involved in the alleged incident was not returned; therefore, a retained sample from the same lot was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters.